Manufacturer narrative:
No pt involved in this concern. Device manufacture date not available at time of this report. The device was returned for eval on (B)(4) 2011. Eval is in progress.

Event description:
A medtronic rep reported that the open spine clamp does not attach to the bone tightly and needed to be replaced. No pt was present for event.